Manufacturer narrative:
The investigation was completed on 05-jun-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002681 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an index cardiac ablation for persistent atrial fibrillation (afib) procedure with a vizigo sheath on (B)(6) 2025 and suffered a bleeding groin which required stich to the wound. On (B)(6) 2025, patient experienced bleeding groin categorized as moderate and serious defined by in patient hospitalization with admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention was stitch added to the wound. On (B)(6) 2025 the vizigo was identified as the sheath used in the procedure. Therefore, assessed the adverse event of the bleeding groin under the vizigo sheath as this type of adverse event is associated with the sheath used for vascular access. The awareness date for this record is 06-may-2025.